Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Higher than expected gpi was noted during a mapping appointment and has been elevated since (B)(6) 2022. The user has been referred to a neurotologist for medical management.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode seems likely. However, to determine an exact root cause, a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Higher than expected gpi was noted during a mapping appointment and has been elevated since (B)(6) 2022. The user has been referred to a neurotologist for medical management.